Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient's nurse reported that the patient had welts under the lifevest. The patient reported burn-like marks on her back and under her breast. She reported that her skin was being pulled off and that she had oozing blisters and welts. It was reported that the doctor was recommending a cream for the irritation. During a follow up, it was reported that the skin condition was caused by shingles and the patient was issued a medication (famciclovir) for the shingles. The patient ended use of the device. There were no allegations of a device malfunction contributing to the irritation.